Event description:
Boston scientific crm received information that one day post implant, this left ventricular lead dislodged. A revision procedure was performed; the lead was removed and replaced with a competitor lead. No adverse patient effects were reported.

Manufacturer narrative:
A new competitor's left ventricular lead was successfully implanted. The explanted lead was not returned to boston scientific crm. Should additional information become available an amended report will be submitted.